Event description:
It was reported that the ilet user experienced overnight low glucose while within the first two weeks of ilet use after announcing dinner with rice as ¿usual,¿ which was followed by an initial rise to 302 mg/dl and subsequent automated correction insulin that contributed to a nighttime low of 53 mg/dl. The low was treated with small amounts of pomegranate juice and the ilet issued a low alert. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or lasting impact, and glucose stabilized after treatment. Investigation included communication with the user, analysis of user-provided information, and review of training guidance regarding travel-related cgm target adjustments. Investigation of this case revealed no device malfunction, identified a usage problem related to meal announcement sizing and target-setting uncertainty, and implicated the user interface as a factor in use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.